Event description:
Additional information received reported that the pain started two years after implant (also stated as the problems started 2 years after surgery of explant). The reporter stated that when the pump was explanted, the hcp left the catheter and sc connector in. After the pump explant, they did not stitch the patient up; they did ¿sterry strips¿, it was a nightmare, and the pain was bad. The catheter was not circled around and pinned against the stomach like it was after surgery, and was "all over the body and going everywhere." The patient was in so much pain in their stomach, and had heavy lumps in their stomach. The patient stated no hcp¿s would ¿touch him¿ as a patient. The patient had lost over 40 pounds in the past two years in the right quadrant where he had pain. The patient could not gain a pound; had urinary tract problems, and was concerned the ¿tube¿ could be wrapped around him. The patient was ¿okay¿ for a year after the pump was removed, and then all of a sudden developed ¿lots of problems¿. The patient stated he needed the rest of the device removed, and stated that it looked like the sutureless connector was still on the catheter and ¿90 degree angle one.¿ the patient¿s hcp told them that it could be creating nausea, and hitting the abdominal wall, but they were not sure. The patient stated it was not settled where it used to be; the ¿tube¿ moved around the stomach and crossed the sternum and below; it was ¿hard to follow it.¿ this was creating problems internally for the patient, and was affecting other areas. It was also reported that the remaining catheter broke loose and was causing problems floating everywhere. The reporter was redirected to their hcp.

Event description:
The patient¿s catheter reportedly encapsulated into their stomach and they needed another surgery. This had been going on for the past six to eight months. They felt electrical impulses from their back to their stomach. They thought their phone was vibrating, but it was actually in his stomach and it ¿hits hard¿. They think it could be a pinched nerve or something else. X-rays were taken on (B)(6) 2014 and the end of the catheter looked like there were five to six wires coming out at the section where it had connected to the pump. The patient¿s healthcare provider (hcp) had not yet seen the x-rays, and their appointment with their hcp was not until (B)(6) 2014. The patient was concerned as they had a deep and heavy pain in the area where the catheter was, and it was becoming unbearable. The patient mentioned there was a cancer causing agent in the catheter. The patient received oral medications, which they had been taking since their pump was removed (please refer to manufacturer¿s report #3004209178201002195 for information regarding this previous removal). Drug information was not relevant as a pump was not implanted. Patient outcome was not provided. Additional information was requested to determine this information.

Manufacturer narrative:
Concomitant medical products: product ID 8578, lot# n193452006, product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that catheter was causing a lot of trouble and discomfort since the pump was explanted ((B)(6) 2010). The catheter was encapsulated in scar tissue, indicating that the area around the catheter "swells out" about the size of a baseball. It was reported that x-rays (done last week) confirmed the catheter that was left implanted was "wrapped up in different places." It was noted that the sc connector was causing the issue, but the device registry showed the 8578 was explanted with the pump. The patient was continuing to work with the health care provider (hcp) to schedule the removal of the catheter. Indication for use of the device was for non-malignant pain and other non-malignant pain.

Event description:
It was later reported that the x-rays were of the patient¿s abdomen and a ¿bp/vp¿ shunt that was placed abdominally. The x-rays were not of the pump device system. Per the patient¿s medical records from his explanting hcp, there was no information of a capped catheter, cancer causing agents, or a history of cancer. The patient was told to return to his implanting hcp.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient curious what the inside of the catheter was made of. The encapsulated catheter was now trying to force its way out over the past 5-6 months ((B)(6) 2015). The patient was still in pain, and wanted the catheter removed as it was damaging their insides. The surgery had been cancelled. Indication for use of the device was for non-malignant pain and other non-malignant pain.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).